Event description:
The customer reported that had issues with getting insulin flow through an infusion set. Customer stated they are setting up the infusion set and could not push on the plunger to get insulin flow. Customer changed the infusion set at the time of the report. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at thie time. (B)(4).